Event description:
It was reported that a spectrum pump does not pass 2nd infusion. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported symptom, of does not pass the second infusion, was confirmed through review of the event history log, due to the presence of air in line alarms. Testing was performed at the same rate parameters as found in the history log, and the device passed. The air in line alarms were not reproduced. The ultrasonic flex tail had cracks which is known to contribute to the air in line alarms. The upstream sensor, which includes the failed ultrasonic flex tail, was replaced.